Manufacturer narrative:
A product development evaluation was performed on the returned device. The part is etched with part #: 487.931, lot #: 8284251, synthes logo, ce mark and use markers. Use marks are an arrow, "a", "6°"on the angular body and an arrow, "t", "4°" on the transverse body. Angular body has a 15mm distraction arm (487.933.1) attached with hex head screw (487.938.3). A 15mm distraction arm is etched with "15mm" and length markers. Transverse body has a 35mm distraction arm (487.935.1) attached with hex head screw (487.938.3). A 35mm distraction arm is etched with "35mm" and length markers. Both distraction arms have an activation nut (487.937) attached, each laser etched with a synthes logo. Body looks very clean with very little damage. There are a few scuffs on the body but no scratches, just a slight sheen change on the anodized parts. Angular body adjustment works as intended. With activation tool, angular body moves and holds position. Angular gear has very little damage. Transverse body works as intended. With activation tool, transverse body moves and holds position. Transverse gear has very little damage but it was noted that there is some black residue and an apparent oily substance present. The 15mm distraction arm has 7 threads that have a brownish discoloration in the threads about 13mm from distractor body. The 35mm distraction arm has a circular mark/sheen change around the first thick measurement mark closest to the distractor body. All the gears work and the linear activation nuts move as intended. The friction between the activation nut and the distractor arm is low and can allow the nut to rotate with vibration to the construct. This is inherent to any metal on metal threaded connection when there is low friction between the two components. Adding a steristrip to the activation nut may provide enough resistance to prevent micro-motion. The multi-vector distractor also has a linear activation locking screw that can create enough friction to prevent micro-motion. Additionally the distractor arm and activation nut were checked to ensure they do mate; they are both m4.0x0.5 threads, the technique guide labels the linear activation locking screw as "prevents unwanted linear activation." From a design perspective this complaint is indeterminate from a lack of information. The risk assessment for the multivector distractor system does address the hazard of uncontrolled distraction or reverse. The evidence suggests that either slippage/reversal during the surgical procedure may be due to pre-mature bone consolidation. Without supporting imaging information, it is not possible to confirm this was the cause of the noted failure. From a product development perspective, linear activation arms and activation nut do mate and a locking screw can create friction. From a design perspective this complaint is indeterminate due to lack of information. A manufacturing evaluation is suggested with disassembly of the device for a complete dimensional evaluation.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history records for the complaint product were reviewed and no complaint-related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A follow-up report will be submitted after the evaluation is complete. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It was reported that an event occurred during a mandibular osteotomy. The distractor did not fully advance on one side of the mandible and the surgeon felt the distractor was not holding its position. The distractor distracted appropriately but would go backwards and would not advance. The surgeon performed a revision surgery on a later unknown date to re-osteotomize the mandible and begin distracting again. This is report 4 of 5 for complaint (B)(4).